Manufacturer narrative:
Additional information received stated that the infection was said to be from the driveline exit site towards the pericardium and that it was noted that there was pus inside pericardium. The pump was said to have been discarded by the site. No additional information provided. Investigation is ongoing heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site from the vad coordinator that the patient suffered from a wound infection for more than one year and electively had a pump exchange. Investigation is ongoing.